Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and swelling on the site. It was also reported that they could smell insulin. The patient did not remember the details about their experience but did mention they had rsv (respiratory syncytial virus). The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.